Event description:
Met with some resistance during removal attempt but not unusual amount. Catheter snapped during attempted removal and proximal portion of balloon removed with distal portion of balloon and tip retained. Surgical removal of retained portion with gortex patch to common iliac artery required.